Event description:
The customer reported the fluoroscopic beam centering error exceeds 2% of the sid tolerance, radiographic kv error exceeds 5% tolerance. The maximum fluoro entrance exposure rate exceeds 10r/min in the normal mode. Also, intermittently the cassette does not travel to the film position.

Manufacturer narrative:
A ge rep corrected beam centering to be within 2% of s.i.d.. Measured radiographic kvp and ensured that the kvp's are within 5% tolerance. Adjusted ma limit file to limit max r in normal mode. And, cleaned and calibrated filmer to allow cassette to move smoothly. Unit now operates as intended.